Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed the message ¿hi¿. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that around 10 pm on (B)(6) 2018, the meter¿s display showed ¿hi¿; the patient indicated that she was aware that this meant a reading above 600 mg/dl. The patient manages her diabetes with novolog insulin which she self-adjusts. She reported that after obtaining the hi result, she administered 12 units of novolog. She indicated that around 2:45 am on (B)(6) 2018, she woke up and felt she had low blood sugar with symptoms of ¿sweaty and shaky¿. She reported that she performed a blood glucose test on the subject meter and obtained a result of ¿450 mg/dl¿. She reported that she self-treated her symptoms with juice around 3 am on (B)(6) 2018. She indicated that at around 7 am, she obtained a further result of 505 mg/dl on the subject meter and compared this to a result of 117 mg/dl on a friend¿s borrowed meter. During troubleshooting, the cca established there was no misuse of the product. The patient was unable to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweaty and shaky, after obtaining a hi result on the meter and administering insulin.